Event description:
It was reported that the leads and generator were replaced due to high impedance. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
Brand name, corrected data: the initial reported inadvertently used the wrong brand name.

Event description:
During a programming history database periodic review a high impedance event was confirmed to have occurred with the leads previously on the patient's prior generator. The issue did not resolve upon the replacement of the previous generator. No other relevant information has been received to date.

Event description:
Product testing was completed on the suspect device and it was confirmed that it did indeed fail.

Event description:
The explanted device was received into product analysis for testing. Testing has yet to be completed on the suspect device. No other relevant information has been received to date.